Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00338 / 00339).

Event description:
It was reported that the clinical patient underwent an initial left hip arthroplasty on (B)(6) 1995. Subsequently, the patient was revised on (B)(6) 2008 due to poly wear and osteolysis. The liner and modular head were removed and replaced. The patient underwent closed reduction procedures on (B)(6) 2008 due to dislocation. The patient was further revised on (B)(6) 2008 due to instability. The cup, liner, and modular head were removed and replaced.